Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted. All tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was dislodged and unable to implant. The ra lead was not used and replaced on (B)(6) 2024. The patient was recovering following the procedure.